Event description:
Customer reported having high and low blood glucose level. Highest blood glucose was 379 mg/dl and low of 46 mg/dl. Troubleshooting was performed. Customer was advised to disconnect from the device. The drive support cap was normal. Customer disconnected at the quick release. No leaks or air bubbles noted. Manual prime was performed on the device and insulin did exit. Settings were reviewed and were correct. Multiple no delivery alarms were noted on the device alarm history. High pressure test was performed and the device passed. Insulin was checked. Customer was advised the device was working as designed. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.